Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high shock impedance measurement greater than 125 ohms was detected on this device system. Upon review, impedance measurements appeared to have been increasing within the past year. Technical services discussed troubleshooting recommendations. To date, no adverse patient effects were reported with this clinical observation.